Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. All video output images were distorted when testing with 180 series scopes. Additionally, a worn out video connector latch was found and causing a poor connection with the pigtails. The patient board set as well as the video connector both need replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was producing a distorted image during preparation for an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the distorted image could not be identified. However, it¿s likely the cause is related to a faulty patient board set. Olympus will continue to monitor field performance for this device.